Event description:
Siemens was notified on (B)(6) 2012, that when the first segment of treatment was completed an "accessory read error" appeared for accessory holder slot three (3). The system had returned to the first segment of treatment to repeat the treatment. There is no report of mistreatment or injury to a patient. However, should the reported issue recur there is a potential for patient injury. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012 and this MDR mailing on (B)(4) 2012. Siemens investigation revealed a known issue with the txsupervisor (vb version) that was fixed in the vc version. (B)(6).